Event description:
It was reported that immediately after inserting the battery, the error 1261 beeps. The bottom battery was floating. There was no patient involvement and reporter confirmed that there were no patient harm/adverse event reported.

Manufacturer narrative:
E1 - initial reporter address 2: (B)(6). H3, h6: one device was returned for repair. Service history review identified no indication that the complaint was related to a service of the device within the view period. Visual evaluation found no physical damage to the device. Error log could not be extracted due to error code occurring when pump powered on. The primary problem was replicated and was caused by defective mainboard. The mainboard was replaced, and the device passed all functional tests, and performed as intended after repair.